Event description:
It was reported that bd vacutainer® cpt¿ nc: 1.0ml ficoll¿: 2.0ml contained gel beads. The following information was provided by the initial reporter: "gel beads in pbmc layer cpt tube gel beads present in the cpt collection tube (within the pbmc layer) after initial centrifugation it is a recurrent problem since at least 2 years but has never been reported to the supplier."

Manufacturer narrative:
H.6 investigation summary : bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for oil gel globules with the incident lot was observed. Additionally, evaluation of the customer samples was performed and oil gel globules was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Manufacturer narrative:
Additional lot numbers: 9087927, 9240585, 9277595; additional lot expiration dates: 2020-04-30, 2020-08-31, 2020-10-31. Additional lot manufacture dates: 2019-03-28, 2019-08-28, 2019-10-04. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® cpt¿ nc: 1.0ml ficoll¿: 2.0ml contained gel beads. The following information was provided by the initial reporter: "gel beads in pbmc layer cpt tube. Gel beads present in the cpt collection tube (within the pbmc layer) after initial centrifugation. It is a recurrent problem since at least 2 years but has never been reported to the supplier."